Event description:
On (B)(6) 2009 I received mentor breast implants filled with 400cc, I was (B)(6). About 6 months later I noticed I was having dry eyes, nose and mouth, no matter what I did I couldn¿t keep saliva. I started getting bloody noses. Around the same time I noticed I was having a some trouble with remembering things. I chalked these symptoms up to stress as my doctor never listed these as side effects of my augmentation. By a full year later it had started to hurt to move. I was athletic at the time and the pain in my knees, hands, feet, hips and shoulders was unusual. I stopped working out. I went to the doctors but without insurance, they took no interest. Losing my physical health has not been the worst part, my memory has been the worst part. It started off innocent enough, putting little notes everywhere, setting alarms to remind me to do important things. It has now progressed to forgetting my young sons birthday when asked, not being able to answer how old I am. My sons father has to check the kitchen after I make our meals as I frequently forget to turn off burners. I just want these things out. I can¿t afford the surgery. I want to raise my son, I want to remember the moments we share. I don¿t know if I will be able to afford implant removal before too much damage is one. Please hold mentor accountable for what they have done. Please keep from doing this to other women.